Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient reported via survey that he experienced multiple issues with his device, including episodes of diabetic ketoacidosis (dka) that he attributed to incorrect readings on or around (B)(6) 2025. Attempts to contact the patient for follow-up were documented but were unsuccessful. No additional details were provided in the survey. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.